Event description:
On feb 19, 2009, the lay user/ pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter had an error5 issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt indicated that the reported issue began seventeen days prior, (time not given). During that time, the pt reportedly experienced an error 5 issue with the subject meter. As a result of the reported issue, the patient reportedly increased the dose of regular insulin (unk dose) and also increased the dose of metformin from 500mg to 1000mg twice daily. Approximately about a week after the reported issue, the pt reportedly experienced symptoms of "dizziness and sweatiness." It is not known whether the pt obtained any blood glucose readings while experiencing the symptoms. On the day prior to original date, at around 3:30pm, the pt reportedly had a doctor's office visit, where the pt reportedly obtained a reading of "312mg/dl" on the doctor's/clinic's meter and reportedly received insulin as treatment. During the troubleshooting, the cca noted that this was a new product and the pt was using incorrect technique for resting. The alleged issue was resolved with troubleshooting. The pt's test strips and control solution were replaced. Based on the provided info, this complaint is being reported since the pt reportedly received treatment from the doctor, which could be suggestive of a hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.